Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2012 and suture was used. During the procedure the needle tip broke. The surgeon opted not to retrieve the fragment stating that it was too small and probably would not be able to be found. Another like device was used to complete the procedure. The patient is stable. No further information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. Several strong marks of instrument were found especially at the attachment area and at the needle point area which indicates that the needle was handled there. According to the information for use, grasping at the butt or attachment end could cause bending or breakage. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.